Event description:
Edwards received information that an aortic bioprosthetic valve, implanted approximately nine (9) years, was explanted due to "leaflets were stuck open." No patient, device or procedure details have been made available. Device is reportedly being returned for evaluation.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: in this case, no patient or product information has been made available; therefore, no additional information can be reported at this time. Follow up with the health care provider is in process. When new information is provided, a follow up MDR will be submitted.